Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device.the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit sling was implanted into the patient on (B)(6) 2018. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; pelvic pain; groin pain; perineum pain; thigh pain; other pain: shoulder pain in conjunction with abdominal pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: advanatge fit suburethral sling and cystoscopy.